Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (ess205) (batch no. 509811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (baby aspirin) since 2003 and enoxaparin sodium (lovenox) since 2003 for antiphospholipid syndrome, salbutamol (albuterol) since 1998 for asthma as well as dalteparin sodium (fragmin), medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2007 and norethisterone (nor-qd) from (B)(6) 2008 to (B)(6) 2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysgeusia ("metallic taste in her mouth") and rash ("skin rashes"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced weight increased ("weight gain"). In 2008, the patient experienced generalised anxiety disorder ("generalized anxiety disorder"). In 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("camping"), back pain ("back pain, lower back pain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, dyspareunia, weight increased, dysgeusia, rash, migraine, vaginal haemorrhage, menorrhagia, generalised anxiety disorder, headache, uterine leiomyoma, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, generalised anxiety disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she was seeking medical attention for her symptoms and is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet : abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: generalized anxiety disorder, rashes or skin conditions type: rashes, migraines / headaches, reproductive system disorder or condition type of disorder or condition: uterine fibroids, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain/ loss specify which one: weight gain, other injury(ies) or complication (s) please describe: metallic taste in mouth added as events and patient, reporter and product information updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (ess205) (batch no. 509811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, asthma and antiphospholipid syndrome. Concomitant products included acetylsalicylic acid (baby aspirin) since 2003 and enoxaparin sodium (lovenox) since 2003 for antiphospholipid syndrome, salbutamol (albuterol) since 1998 for asthma as well as dalteparin sodium (fragmin), medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2007 and norethisterone (nor-qd) from (B)(6) 2008 to (B)(6) -2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysgeusia ("metallic taste in her mouth") and rash ("skin rashes"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced weight increased ("weight gain"). In 2008, the patient experienced generalised anxiety disorder ("generalized anxiety disorder"). In 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("camping"), back pain ("back pain, lower back pain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - still has both ovaries). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, dyspareunia, weight increased, dysgeusia, rash, migraine, vaginal haemorrhage, menorrhagia, generalised anxiety disorder, headache, uterine leiomyoma, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, generalised anxiety disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she was seeking medical attention for her symptoms and is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: occlusion of both fallopian tubes; on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of product technical complaint. On 5-jul-2018: plaintiff fact sheet received. Treatment details updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.